Manufacturer narrative:
Manufacturer's investigation conclusions: the centrimag devices associated with this event were not returned for analysis. Multiple requests for product return and additional information were sent but no information was provided. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc.#: pl-0280) has an emergency / troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc.#: pl-0047, rev. 08) section 8.1.2-"adjusting blood pump speed" states "blood pump speed can be adjusted by first depressing the set rpm keypad and then depressing the increase or decrease keypads. The available speed range is between 500 and 5,500 rpm. Flow at a given rpm is dependent upon position of the drainage and return cannulae, intravascular blood volume, patient¿s hemodynamic status, cannulae, and resistance of the extracorporeal blood circuit components." The 2nd generation centrimag system operating manual (doc.#: pl-0047, rev. 08) section 7.9-"setting the 2nd generation centrimag primary console min flow alert" warns "minimum flow levels should be chosen carefully with respect to anticoagulation status of the patient, the patient¿s hemodynamic status, and clinical condition. During weaning and periods of sustained low flow it may be necessary to reevaluate and consider increasing the level of anticoagulation." The 2nd generation centrimag system operating manual (doc.#: pl-0047, rev. 08) section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (doc.#: pl-0047, rev. 08) section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (doc.#: pl-0280, rev. 09) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc.#: pl-0047, rev. 08) section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section h5, h8: correction.

Manufacturer narrative:
Section d3, g2: correction.

Manufacturer narrative:
This event was also reported against the cmag motor in MFR. Report #2916596-2020-00138. Serial number was requested, but not provided. Therefore UDI is unavailable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient on veno-venous (vv) extracorporeal membrane oxygenation (ECMO). Centrimag (cmag) motor failed and perfusion changed to the back up system. No adverse events were reported. No further information was provided.